Event description:
Re: unomedical insulin pump infusion sets tandem autosoft xc 90 tandem proprietary connector. The FDA never should have allowed insulin pump manufacturers to use proprietary connectors on their insulin pumps so that users are locked in to using the infusion set manufactured or licensed by the pump. This was not the case back in the mid 2000's users could use any infusion set. There were universal sets such as the smith medical cleo 90 which had fool proof one handed insertion. Back then all sets connected via luer lock. Medtronic started this limiting process with its own proprietary connectors and tandem followed claiming that the luer locks created bubbles in the line-I never had a problem with that happening. This was all done to lock users into the same eco system. It is ridiculous that users should have to choose a pump based on the infusion set-no one does that. Looping pumps use different algorithms and pumps should be chosen on that basis. The unomedical sets are defective. It is an outdated design. It does not deploy correctly causing bent cannulas and resulting high glucose. The unwinding of the tube and the freeing of the needle cap alone can cause improper insertion no matter how carefully done. The plastic mechanism often does not remain under tension so enough force is created to insert the cannula. I've gone through 7 or 8 just to get one that works. Unfortunately, the user won't know that the cannula is bent until hours after insertion when their blood glucose becomes high particularly after bolusing for a meal. Tandem claims it is working on a new infusion set that is long wear-this has been going on for two years when they bought capillary biomedical. According to tandem the long wear won't be on the market until 2025-maybe. Who knows if medicare will pay for using it or if people will actually be able to use it for more than three days. The issue with the unomedical sets requires an immediate fix. Tandem knows their infusion sets are bad. They replace boxes of them. Tandem does offer steel infusion sets and other angled cannula sets but for many that need 90 degree is not an option. Again, medtronic has a 90-degree 6 mm set but it can only be used with their pump. Restricting a user's ability to choose the infusion set that works the best for them is like telling someone after they buy a car that they have to go back to the dealer/ manufacturer to purchase new tires to replace the ones it came with. Tandem's pumps work extremely well-the infusion sets are the weak link but unfortunately a crucial one.